Manufacturer narrative:
Lead 5086mri45, implanted (B)(6) 2011, if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation and phrenic nerve stimulation. The left ventricular lead was to be replaced, but during the procedure a new lead could not be placed due to the patient's anatomy. The existing left ventricular lead was then pulled back slightly to avoid the stimulation which was successful. The lead remains in use. No further patient complications have been reported as a result of this event.